Event description:
The manufacturer received information alleging a ventilator's tidal volume is out of range. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded and the external flow sensor was replaced to address the issue.